Event description:
An event involved a portex tubes blue line ultra suction aid where it was reported that both tubes had cuff leaks. These were tubes that have been inserted into homecare tracheostomized patient. The insertion happened at clinical environment in about 6 days the patient felt that the cuff started leaking. There is no associated trauma, the only medical help that they needed was with withdrawal and re-insertion of the tube. There was a patient involvement and there was unknown patient harm. This report captures the first of two occurrences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 date of event: unknown; no information has been provided to date.